Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirts when priming. Insulin pump had unexplained random no delivery alarms, oily rainbow effect on screen and reject new battery. Insulin pump grinding loud noise during rewound, insulin pump seizures and plastic chips when changing reservoir, metallic smell was there and rewound taken longer, alarm not as loud and screen not as bright as before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.